Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening and one opening cracked valve seat diaphragm valve. As per the investigation procedure crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d1, d4, d6b, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.